Manufacturer narrative:
Information not provided. The full address and phone number of the initial reporter was not provided. The device was not returned for evaluation. Photo was provided and although the degree of burn was not specified, it appeared that a shallow ulceration may have occurred at the four corner angles of the pad site. End of report.

Event description:
A hospital employee alleged that a 9160f 3m universal electrosurgical pad was applied to an unspecified area on a patient. The employee alleged the patient experienced a "burn" at four corner angled edges where the pad had been applied. Medical treatment was not specified.